Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the customer is requesting a replacement battery due to a battery issue. There was no patient involvement.

Manufacturer narrative:
Philips received a complaint on the m3535a (heartstart mrx monitor/defib) indicating that the device has a battery issue. There was reportedly no patient involvement. Available details indicate that there is a battery issue and the customer requests a replacement. The replacement and spare batteries were provided. The malfunctioning battery will not be returned to philips for additional investigation as the replacement request was made via nemo (no engineer material only) service order. Additionally, the logistics handling code battery indicates the component will be scrapped if returned as defective. The device was operational after repairs were completed. The device remains at the customer's site. No further action is warranted at this time. H3 other text : remote support provided.